Manufacturer narrative:
Medwatch sent to FDA on 07/16/2015. Analysis noted a curved striated opening with leakage at the port tubing consistent with surgical end cut to remove the device. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: see scanned pages.

Event description:
Patient additionally reported "sharp pain on side where port was".

Manufacturer narrative:
(B)(4). Taper ii; the reporter of the complaint was asked to return the product for analysis. The device has not yet been received by (B)(4). Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done.

Event description:
Patient called to report a lap-band "port leak". Physician confirmed leak between port and tubing using barium swallow. Device remains implanted. F/u findings: port was explanted and replaced.